Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) replaced the fiber-optic cable assembly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
A field service engineer (fse) noticed that during repair of the cardiosave intra-aortic balloon pump (iabp) the fiber optic connector was not fitting tight in the socket. There was no patient involvement, therefore no adverse event was reported.

Event description:
A field service engineer (fse) noticed that during repair of the cardiosave intra-aortic balloon pump (iabp) the fiber optic connector was not fitting tight in the socket. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: g4 (g4 date ((B)(6) 2020) was incorrectly report in the initial MDR the correct g4 date is (B)(6) 2020).